Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case at display window corners, reservoir tube lip, and display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.